Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the cage broke during insertion. "The peek part of the cage pinned in the right position and the metal part was involve with the inserter. No revision at the moment ¿ the peek part is in the patient." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual review noted only titanium component returned for analysis. No visual indication of thread damage. Optical examination identified witness marks near the inserter interface, consistent with impact. The presence and location of the witness marks, in conjunction with breakage of the implant suggest brittle overload due to impact during attempted implantation.